Manufacturer narrative:
(B)(4).

Event description:
It was reported that pacing induced arrhythmia was noted on the strips. Multiple episodes of pvc's were resetting timing, leading to refractory of p-waves atrial pacing and pseudo pseudofusion. This resulted in ventricular loss of sensing, v pacing and ventricular auto capture back up pulse. Programming changes were made.

Event description:
New information received indicates that the device was explanted.